Event description:
Blood was noted in the tubing and the intra-aortic balloon was removed. No other info was reported to datascope. On 2/17/99 it was reported that specks of dried blood were noted in the intra-aortic balloon pump tubing. No alarms sounded from the pump. Then, the intra-aortic balloon pump "catheter alarm" sounded and blood was running and filling into the intra-aortic balloon pump tubing. Intra-aortic balloon pump was stopped and the tubing was clamped. The pt's blood pressure then dropped. The pt coded. The pt's chest was opened. The pt expired. It was unk if the pt's death on 1/15/99 was related to the event. (Event complications: unk - reported 1/15/99; possible) death - reported 2/17/99. (Pt's current status: expired 1/15/99 - reported 2/17/99.